Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the interventional case involved a very sick female pt, who presented to the hospital with unstable angina. The anatomy involved a bifurcation in the right coronary artery (rca) and a kissing stent technique was performed; an rx vision stent and another company's stent were deployed. Two bmw guide wires were used for this technique, a 190 and a 300. Both stents were implanted successfully and they were postdilated with the stent delivery balloons; there was no difficulty experienced during the case. Sometime following the procedure (time has not been established), the stent shut down and during revascularization, thrombosis was observed that was removed with another company's catheter, and a balloon catheter was also used as treatment. A shadow was seen inside of the stent (which stent has not been established) and it is thought by the physician, that it could be a tip from one of the guide wires. Both guide wires appeared intact while in the pt and upon removal. No resistance was noted. Reportedly, the pt was not doing well; however, she was not well upon entering the hospital. No additional event or pt info is available.